Event description:
It was reported that one day post implant the right ventricular and right atrial leads were found to be dislodged. Both leads were r epositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 implantable pacing lead, (B)(6) 2013; addrl1 implantable pulse generator (ipg), (B)(6) 2013. (B)(4).